Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the out of range impedance measurements were discovered during the ins battery replacement and it was noted that the impedances were normal prior to the surgery. The rep also reported that they switched the leads and the impedances were still out of regulation on electrodes 4-7, so they used a different ins battery and the impedances were then in range. On (B)(6) 2017, the rep further reported that the impedance measurements were fine and there was a programming error on their part. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on the day of the report because it reached the end of its life (eol) under normal conditions. The rep also reported that impedances on electrodes four through seven were high. It was unknown if the high impedances were discovered during the replacement procedure or not and it is unknown if the measurements were related to the old or the new ins. Troubleshooting could not be performed due to lack of access to the product, there were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.